Event description:
While treating a patient the device displayed a "defib fault 108" message. The clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.